Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge was performed and failed due to the receiver not turning on. An internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.